Event description:
It was reported a patient received inappropriate antitachycardia pacing (atp) due to noise on the discrimination channel of the implantable cardioverter-defibrillator. Programming changes were made to restore normal parameters. There were no patient consequences.